Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a bite blox was used on (B)(6), 2022. During preparation, a black dirt was adhered into the unused mouthpiece. The procedure was completed with another bite blox. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device. Block h10: investigation results: the returned bite blox was analyzed, a visual evaluation was performed and found that the device had a black residue on its exterior. No other problems were noted. The reported event was confirmed. It was not reported that the packaging was compromised and there is no evidence to suggest the problem is related to manufacturing. Without evidence of a packaging problem it is likely that the black residue occurred after the device was removed from its packaging, prior to use. It is possible that, during the attempt to use the device, residue was transferred onto the device from the procedural environment, or it was scuffed on a surface. Based on all available information and the condition of the returned device, the most probable root cause is adverse event related to procedure, which indicates that the event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a bite blox was used on (B)(6) 2022. During preparation, a black dirt was adhered into the unused mouthpiece. The procedure was completed with another bite blox. There were no patient complications reported as a result of this event.